Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported unraveled tip was confirmed. The failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. The shaping ribbon was separated 3 centimeters distal to the center solder. Based on a visual, dimensional, functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the balance middle weight (bmw) wire was unable to cross the tight lesion in the left anterior descending artery. There was difficulty removing the bmw after the failure to cross so the bmw and guide catheter were removed together as a single unit. After removal of the bmw wire, it was noted that the tip had unraveled, but it did not separate. A non-abbott wire was able to cross the lesion. This did cause a clinically significant delay in the procedure as the patient came in with an st elevation myocardial infarction. This delay caused the procedure to take longer than the thirty minute window allotted for treatment of acute myocardial infarctions. Otherwise, the patient outcome was reportedly satisfactory. There was no additional information provided.